Manufacturer narrative:
(B)(4). G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient underwent a hip procedure approximately ten months post implantation due to a periprosthetic fracture. A femur plate and cables were used to reduce and stabilize the fracture. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; g3; h2; h3; h6. The following section was corrected: d1. H6: component code: mechanical (g04)-stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. A compatibility check could not be performed as there was insufficient information. Radiographs were provided and reviewed by a health care professional. A review of the available records identified the following: oblique periprosthetic fracture along the femoral stem proximal femoral diaphysis. The issue was confirmed based on the provided x-ray; however, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.